Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sleeve gastrectomy, on the first firing, the surgeon was able to press the green button but could not squeeze the handle and the device was no able to be fired. It was also noted that the device locked on tissue and was removed by pulling by force. Surgeon fixed the staple line by using another stapler and reload. No patient injury